Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analyst commented, left ventricular pace impedance steady at approximately 630 ohms through (B)(6) 2015, rises out of range (B)(6) 2015. (B)(4).

Event description:
It was reported that patient alarm was triggered for left ventricular (lv) lead high impedance. The lv lead was replaced with a different lead, and remains implanted-out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.